Event description:
It was reported that during ptca procedure, the physician experienced deflation difficulties. The physician used a wire and sheath to remove the balloon. Pt status is listed as "okay".